Event description:
Follow-up revealed the issue was resolved by the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg site due to the ipg's location. As a result, the patient underwent surgical intervention on (B)(6) 2015. During the procedure, the doctor electively explant and replace the ipg with a different model and relocated the ipg pocket site.

Manufacturer narrative:
This ipg serial number is included in field advisories. Recall: 1627487-12192011-003-r and 1627487-07262012-002-r. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.